Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio tightened the device's wire harness kep nuts to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. There was no patient involvement reported with the event.